Event description:
Olympus was informed that during a routine inspection the esg-400 hf-generator issued error code e433 and restarted itself. Since the error occurred outside a procedure no patient was involved and there was no adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems india (omsi) (returned to omsi on 2022/07/12). The inspection at omsi found cracks on the generator¿s front panel and confirmed the occurrence of error message e433. This error message, which in the case at hand was caused by a defect of the high voltage power supply board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, this event/incident was attributed to component failure. The reported damage to the generator¿s front panel was most likely caused by improper handling and can thus be attributed to use error. There is no causal relationship to the reported error message. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.